Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant/device breakage'), device expulsion ('migration of essure device location of device: uterine fundus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 627283, 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included dysfunctional uterine bleeding, salpingectomy, anxiety and bacterial vaginosis. *pregnancy lab test -negative. Previously administered products included for an unreported indication: otc nuvaring from 2003 to january 2008. Concurrent conditions included arrhythmia since 2012, flank pain, dysuria, bacterial vaginosis, obesity, nausea, dysuria, urinary tract infection, chest pain, shortness of breath, anxiety, palpitations, dizziness, arrhythmia and numbness. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) from 15-sep-2008 to 15-dec-2008 for contraception, bupropion hydrochloride (wellbutrin) since 2013 for depression and anxiety, nsaids and paracetamol (acetaminophen) for dysmenorrhea as well as amiodarone hydrochloride (coronal), hydroxyzine hydrochloride and ibuprofen. On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 11 months after insertion of essure. In october 2008, the patient experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In november 2008, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ anxiety/ psychological or psychiatric problems condition: anxiety and mental anguish"). In january 2009, the patient experienced vaginal disorder ("vaginosis") and vulvovaginal candidiasis ("nfection (bladder/ urinary tract/vaginal) type: candida/nfection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge. On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In march 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (B)(6) 2013, bilateral salpingectomy, dilation and curettage, ablation, dilation and curettage (B)(6) 2013 and underwent bilateral salpingectomy due to complications from the essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, menstrual disorder, fatigue and vaginal infection outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, vaginal disorder, weight increased, vulvovaginal candidiasis, depression, anxiety and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal disorder, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: placement with difficulty the patient tolerate the procedure well. Current weight as of 03-jan-2019: 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: candida and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), fatigue ("fatigue"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). The patient was treated with surgery (underwent salpingectomy due to complications from the essure device.). At the time of the report, the device breakage, pelvic pain, fatigue, menstrual disorder and weight increased outcome was unknown. The reporter considered device breakage, fatigue, menstrual disorder, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant/device breakage'), device expulsion ('migration of essure device location of device: uterine fundus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 34-year-old female patient who had essure (batch no. 627283) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included dysfunctional uterine bleeding, salpingectomy, anxiety and bacterial vaginosis. *pregnancy lab test -negative. Previously administered products included for an unreported indication: otc nuvaring from 2003 to january 2008. Concurrent conditions included arrhythmia since 2012, flank pain, dysuria, bacterial vaginosis, obesity, nausea, dysuria, urinary tract infection, chest pain, shortness of breath, anxiety, palpitations, dizziness, arrhythmia and numbness. Concomitant products included amiodarone hydrochloride (coronal), bupropion hydrochloride (wellbutrin) since 2013, drospirenone;ethinylestradiol betadex clathrate (yaz), hydroxyzine hydrochloride, ibuprofen, nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In january 2009, the patient experienced vaginal disorder ("vaginosis") and vulvovaginal candidiasis ("nfection (bladder/ urinary tract/vaginal) type: candida/nfection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish/ anxiety"), 3 years 7 months after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal)"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In march 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (B)(6) 2013, bilateral salpingectomy, dilation and curettage, ablation, dilation and curettage (B)(6) 2013 and underwent bilateral salpingectomy due to complications from the essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, menstrual disorder, fatigue and vaginal infection outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, vaginal disorder, weight increased, vulvovaginal candidiasis, depression, anxiety and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal disorder, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: placement with difficulty the patient tolerate the procedure well. Current weight as of 03-jan-2019: 154 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: candida and pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: medical record received. Lot number was updated. New reporter was added. Concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant/device breakage") and device expulsion ("migration of essure device location of device: uterine fundus") in a 35-year-old female patient who had essure (batch no. 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included flank pain, dysuria and bacterial vaginosis. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal disorder ("vaginosis") and candida infection ("candida"). On (B)(6) 2013, 5 years 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (underwent salpingectomy due to complications from the essure device.) And surgery ((B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, abdominal pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal disorder, weight increased, candida infection and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, candida infection, device breakage, device expulsion, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: candida, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant/device breakage"), device expulsion ("migration of essure device location of device: uterine fundus") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (batch no. 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included dysfunctional uterine bleeding, salpingectomy and anxiety. *pregnancy lab test -negative. Previously administered products included for an unreported indication: otc nuvaring. Concurrent conditions included flank pain, dysuria, bacterial vaginosis, obesity and arrhythmia since 2012. Concomitant products included amiodarone hydrochloride (coronal), bupropion hydrochloride (wellbutrin) since 2013, hydroxyzine hydrochloride, ibuprofen, nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal pain"), vaginal disorder ("vaginosis") and vulvovaginal candidiasis ("nfection (bladder/ urinary tract/vaginal) type: candida/nfection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge. On (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"), 3 years 7 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2013, bilateral salpingectomy, dilation and curettage, ablation, dilation and curettage ((B)(6) 2013) and underwent bilateral salpingectomy due to complications from the essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, menstrual disorder, fatigue and vaginal infection outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, vaginal disorder, weight increased, vulvovaginal candidiasis, depression, anxiety and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal disorder, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: placement with difficulty the patient tolerate the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: candida and pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: plaintiff fact sheet received. Other relevant history added. New events added: infection (bladder/ urinary tract/vaginal) type: vaginal. Outcome of event pelvic pain was changed from "recovering/resolving" to "recovered/resolved". Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant/device breakage"), device expulsion ("migration of essure device location of device: uterine fundus") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 35-year-old female patient who had essure (batch no. 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included flank pain, dysuria, bacterial vaginosis, morbid obesity and arrhythmia since 2012. Concomitant products included bupropion (wellbutrin) since 2013, nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal pain"), vaginal disorder ("vaginosis") and vulvovaginal candidiasis ("candida") with vaginal discharge. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2013, 5 years 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced weight increased ("weight gain"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and fatigue ("fatigue"). The patient was treated with surgery (underwent bilateral salpingectomy due to complications from the essure device.), surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, menstrual disorder and fatigue outcome was unknown, the menorrhagia, vaginal haemorrhage, abdominal pain, vaginal disorder, weight increased, vulvovaginal candidiasis, depression, anxiety and dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal disorder, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: placement with difficulty the patient tolerate the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Pregnancy lab test - negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: candida, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2018: pfs received. Concomitant disease, concomitant drugs added. Events depression, mental anguish, dysmenorrhea and vaginal discharge added. Event candida infection updated to candida vaginal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant/device breakage") and device expulsion ("migration of essure device location of device: uterine fundus") in a 35-year-old female patient who had essure (batch no. 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included flank pain, dysuria and bacterial vaginosis. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal disorder ("vaginosis") and candida infection ("candida"). On (B)(6) 2013, 5 years 1 month after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (underwent salpingectomy due to complications from the essure device.) And surgery ((B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, abdominal pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal disorder, weight increased, candida infection and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, candida infection, device breakage, device expulsion, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: candida, pelvic pain. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received, reporter added, product information updated, lot number added,abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginosis, candida, migration of essure device location of device: uterine fundus, abdominal pain, did not undergo essure confirmation test incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant/device breakage'), device expulsion ('migration of essure device location of device: uterine fundus') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure (batch no. 627283, 627293) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included dysfunctional uterine bleeding, salpingectomy, anxiety and bacterial vaginosis. *pregnancy lab test -negative. Previously administered products included for an unreported indication: otc nuvaring from 2003 to (B)(6) 2008. Concurrent conditions included arrhythmia since 2012, flank pain, dysuria, bacterial vaginosis, obesity, nausea, dysuria, urinary tract infection, chest pain, shortness of breath, anxiety, palpitations, dizziness, arrhythmia and numbness. Concomitant products included drospirenone;ethinylestradiol betadex clathrate (yaz) from (B)(6) 2008 to (B)(6) 2008 for contraception, bupropion hydrochloride (wellbutrin) since 2013 for depression and anxiety, nsaids and paracetamol (acetaminophen) for dysmenorrhea as well as amiodarone hydrochloride (coronal), hydroxyzine hydrochloride and ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 years 11 months after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced depression ("depression/ psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ anxiety/ psychological or psychiatric problems condition: anxiety and mental anguish"). In (B)(6) 2009, the patient experienced vaginal disorder ("vaginosis") and vulvovaginal candidiasis ("nfection (bladder/ urinary tract/vaginal) type: candida/nfection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge. On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal)"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (B)(6) 2013, bilateral salpingectomy, dilation and curettage, ablation, dilation and curettage ((B)(6) 2013) and underwent bilateral salpingectomy due to complications from the essure device.). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, device expulsion, menstrual disorder, fatigue, vaginal infection and genital haemorrhage outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, vaginal disorder, weight increased, vulvovaginal candidiasis, depression, anxiety and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal disorder, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: placement with difficulty the patient tolerate the procedure well. Current weight as of (B)(6) 2019: 154 lbs she received treatment for pain , bleeding , migration , breakage/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: candida and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event "genital bleeding " was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.